Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient used tracheal intubation continuously due to intracranial hemorrhage. There was no obvious inducement of the tracheal intubation, the balloon leaked air, and the oxygenation continued to decline. To improve the patient¿s ventilation and prevent suffocation, the tracheal intubation catheter was replaced. Propofol needles were used for full sedation before the operation. After the original tracheal intubation catheter was removed, the oral tracheal intubation was performed under the visual laryngoscope. After the glottis was seen, the tracheal intubation catheter was inserted, and the breath sounds of both lungs were clear under auscultation. After fixation, the ventilator was connected to continue assisted ventilation.